Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the one of the fuse was open and replacing the fuse resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The fuse has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system had a framerate error on the mobile viewing station. Site attempted to resolve issue by unplugging and replugging the umbilical cable, but the pendant became stuck in initializing system. The delay to procedure was less than an hour and no known impact to patient.